Manufacturer narrative:
Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to questions via email on (B)(6)2024. Q1. It says, "secondary operation," but what kind of operation is that specifically? A: since the lamp was not light, the user scope and need to enter the scope into patient's body once again with alternative one. Q2. It says, "the patient was in pain", but what kind of pain was it? Was it mental distress or physical? A: entered the endoscope into patient's body once again with alternative one, it brought the physical pain. Q3. Please tell us about the patient's current condition. A: the patient left after completing the examination. G4: this device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The lamp was not light during the operation process, the user could not to use it and replace other device to operate again, secondary operation caused pain to the patient. Harm performance: delay the treatment and increase the risk. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: event that occured is the lamp not light. The pentax engineer checked with hospital staff. The malfunction was found during use. No harm was caused to the patient. The examination was completed with a backup device. The halogen lamp and the processor were both out of their service life. The equipment section replaced the lamp. Reminded the hospital that the lamp wss a halogen lamp, the service life of the bulb was 50h, after the expiration of the period needed to be replaced regularly, and the processor had exceeded its service life, informing the hospital that it needed to replace or purchase other equipment for clinical use, and did not use it again. Based on the investigation, a potential root cause of this failure is the halogen lamp and the processor were both out of their service life. Investigation completion and return date: 14 nov 2024. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the processor was manufactured pentax medical yamagata on 12-may-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 30-may-2016. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.